Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose was over 500 mg/dl at the time of incident. The customer also reported blank display. Customer stated the contacts on the battery cap were damaged. The customer reported leak in infusion set. The insulin pump will not be returned for analysis.